Manufacturer narrative:
Note: product reference 4430018 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record batch record file number 37024555 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the batch released in february 2024. Summary of investigation no sample/picture of the met defect was returned for investigation. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Indeed, the records show that this batch of celsite access port was manufactured, packed, and sterilized in compliance with the defined specifications and according to validated processes. The products are packaged in a double sterile barrier. The packaging has been validated to withstand storage and transport conditions. Microbiological controls are carried out after each product sterilization and are compliant for the impacted batch. - complaints database review: the review of the customer complaints database does not show any increasing trend for infection following access port implantation. - bibliographic research on the identified bacteria: staphylococcus epidermidis, the gram-positive opportunistic pathogen is one of the most common causatives of nosocomial infections (often associated with biofilm formation), included skin and skin structure infection (sssi), nosocomial pneumonia, and life-threatening endocarditis. Root cause the infection was detected 7 months after implantation. Based on the above elements, it is then thought that this incident is not directly imputable to the device. However, the protocol and the rules of hygiene and asepsis followed by the hospital during the implantation of the access port is unknown, nor the protocol of disinfection and regular maintenance followed the days following the implantation. Conclusion the performed investigations reveal that: - the involved celsite access port batch was produced in compliance with the defined specifications and according to validated processes. - no other complaint was reported on this access port batch. - infection detected 7 months after implantation. - staphylococcus epidermis is widespread pathogens and often cause nosocomial infections. The elements allow us to conlude that the incident is not imputable to the device. The global complaint rate for infection on celsite access ports is very low (B)(4). No actions plan is foreseen at this time.

Event description:
The patient presented to the surgical outpatient clinic with bacteremia of inserted port catheter. Blood cultures showed exidence of staph. Epidermidis. They was en indication for port explantation in case of port infection. Outcome of event: resolved, no sequealae (B)(6) 2025.